Manufacturer narrative:
Correction: b1 should have been reported as adverse event, h1 should have been reported as serious injury, h6 health effect impact code should have been additional surgery.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was oversensing noise. The device was explanted and replaced. The patient was stable post procedure.